Event description:
During a transurethral resection of the prostate, the olympus hf-resection electrode plasmaloop loop came in contact with clips from a previous urolift surgery breaking the tip of the device. There was no harm to the patient. A new device was obtained and the original intended procedure continued without any other incident.